Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date. Blood glucose at the time of event was 54 mg/dl. Current blood was 68 mg/dl. Customer treated with food no further patient complications were reported. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not active at the time of event. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.